Event description:
During a ptcd procedure in 2007, the physician advanced the ult catheter with the stylet into the patient's biliary duct. However, the catheter did not advance with the stylet, resulting in the stylet entering the biliary duct wall (opposite), causing pain to the patient. A replacement was used to complete the procedure. An x-ray the following day showed no abnormalities.

Manufacturer narrative:
Evaluation: the device was returned in a used condition. An examination found the metal stiffening cannula was returned, however, the trocar was not. Therefore, we are unable to confirm the fit at the distal tip. We can advise that a review of our quality control procedure revealed the stiffener is matched to the catheter and must remain together throughout processing. We can further advise that the fit with the catheter is verified 100%. Based on the information provided, it is feasible to say the catheter encountered excessive force during advancement through tough tissue, which most likely caused the trocar to advance past the catheter tip/endhole, allowing the penetration of the biliary duct wall to occur.